Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: on examination, the keypad was noted to be peeling. On testing, all the keypad buttons demonstrated normal response. Investigation did not duplicate the alleged keypad malfunction. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation did not duplicate unresponsive keypad button, but did confirm button contact contamination. Unrelated to the original complaint, the display was noted to be discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.